Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 41 mg/dl and that the pump history was missing data that indicated the bolus menu was accessed. Customer declined to provide further information at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Tandem technical support reviewed pump data with the customer. Customer confirmed that blood glucose (bg) was 112 mg/dl and that there was no issue with the pump.